Event description:
It was reported that patient presented in clinic. It was noted that implantable cardioverter defibrillator (ICD) exhibited over-sensing due to electromagnetic interference (emi). No intervention was performed. Patient condition was stable.